Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. The reported patient effects of heart failure, transient ischemic attack (tia), shock (cardiogenic), cardiac tamponade, renal failure, cerebrovascular accident--intubation, and hemorrhage, as listed in the mitraclip ntr/xtr/ instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the causes for heart failure, transient ischemic attack (tia), shock (cardiogenic), cardiac tamponade, renal failure, cerebrovascular accident--intubation, and hemorrhage cannot be determined. The reported hospitalization¿required or prolonged, surgical procedure (major surgery and minor surgery), additional therapy /nonsurgical treatment¿blood transfusion, additional therapy /nonsurgical treatment (pti and iabp) were results of case specific circumstances to treat the instances of described patient effects in the study. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The clips remain in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article title ¿incidence and short-term outcomes of surgical bailout after transcatheter mitral valve repair with the mitraclip system." The patient deaths reported are filed under a separate medwatch report number.

Event description:
This is filed to report the serious injuries. It was reported through a research article identifying the mitraclip device that may be related to the following patient effects: patient deaths, stroke, transient ischemic attack, cardiogenic shock, heart failure, cardiac tamponade, kidney injury, hemorrhage, medical intervention (pacemaker, blood transfusion, balloon pump, intubation), hospitalization and surgical intervention(mitral valve replacement and repair). Details are listed in the attached article, titled ¿incidence and short-term outcomes of surgical bailout after transcatheter mitral valve repair with the mitraclip system."